Manufacturer narrative:
(B)(4). Received 20 introcan safety fep 20g, 1.1x32mm-ap in original packaging. Reviewed the device history record and there were no abnormalities encountered during in-process inspection and at final control inspection. The process cards show no abnormalities. Samples forwarded to product for further investigation. A follow up report will be provided after the inspection results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): hospital nursing administration observed an increase trend of phlebitis reported form pt within a day of cannulation in the ward.